Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2021-02378. It was reported that following the patient's implant procedure on (B)(6) 2021, the patient started having positional headache. The patient increased caffeinated fluid intake, and within five days, the issue resolved.